Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Needle was detached from suture.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 2 open racepacks. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Received two open samples. One of them, there is no thread inside, only received the needle. The other one, the needle is detached from the thread and the thread is partially wound on the pack. (B)(4) units were manufactured and distributed. Without any closed sample an analysis cannot be carried out in order to make a decision. A minimum of five samples would be preferred because is the minimum number of units that is required by the pharmacopoeia. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, the customer will receive a credit note for one box of product as a quality courtesy. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.